Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while closing the tissue and after the first throw and as the surgeon passed the suture through the loop, the loop failed to stay together, broke and became separated. They were using a running stitch suturing technique. They opened a new suture to complete the case. There was no patient injury.